Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to fire straight (forward-firing). The fiber was exchanged and the case continued using a second fiber. It was additionally reported that while using the second surgical fiber, a "fiber overheated" message was received; no additional information was provided. There was no report of injury. This report is for the first fiber used.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.